Event description:
The account alleged a pt fall. No info available if an injury happened or not as a result of the pt fall.

Manufacturer narrative:
The tech investigated the alleged incident and the nurses stated that they thought the bed exit was set but the bed did not alarm when the pt exited the bed. The tech found no issue with the bed, the bed functioned as designed. The nurses stated they are not familiar with the familiar with the operation of the bed exit system and were unsure if it was actually set. The tech set the bed exit alarm to resolve the issue.